Event description:
The customer reported not feeling pain during needle insertion. The customer wore the pod through the night and stated that he felt pain when he moved. The customer checked his blood glucose level in the following morning and had a reading of 302 mg/dl. When the customer removed the pod, he noticed that the needle had not retracted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle to retract, to determine if it could have contributed to the reported hyperglycemia, or to determine if any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 ml/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."